Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had broken pieces and loose o ring and the customer had high blood glucose level of 525 mg/dl. Other blood glucose level was 210 mg/dl. Reportedly, while changing the reservoir the washer came off the reservoir compartment lip. Reportedly, the reservoir is still able to screw in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to complete broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing o-ring reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners and stained address/serial number label.